Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) with moderate tortuosity and mild calcification. The 2.8x19 graftmaster covered stent failed to cross due to the anatomy. Therefore, the graftmaster covered stent was removed from the patient. The procedure was completed with a semi compliant balloon. There was no adverse patient sequela and there was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The jacketed hypotube was returned separated proximal to the proximal white foil marker. The account reported they were not aware of the separation, which likely occurred due to handling or during packaging of the device for return for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, mildly tortuous lesion during advancement, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.